Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was advanced into position. When the snare handle was manipulated, resistance was encountered with snare retraction. The snare was removed from the endoscope. Another snare was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
This occurred during the 2008 time period.